Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00787 and 00788. This event occurred in (B)(6).

Event description:
Allegedly revised due to infection (left).